Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds/outputs and possible noise on stored ventricular high rate episodes. The implantable pulse generator (ipg) exhibited a drop in battery longevity of more than a year over a three month period. The ipg and rv lead remain in use. No patient complications have been reported as a result of this event.